Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Photos showing tube with larger than normal droplets of additive on the bottom of the inner tube wall. Due to the size of the droplets, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: before use there were "green residue spots on the inside of the tube."